Event description:
It was reported that patient experienced high blood glucose event and treated through insulin pump event on (b (6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: (B)(6), country: united states of america, street: (B)(6) . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.